Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that touch screen was cracked and unresponsive; cause was unknown. The customer's blood glucose level was 207 mg/dl. Although tandem technical support recommended customer not use the unresponsive pump for insulin therapy, customer continued to use the pump for insulin therapy.